Manufacturer narrative:
H3: product evaluation: lens was returned with moisture within a microcentrifuge vial. Visual inspection found a haptic broken and bent lens. Dimensional inspection found the lens to be manufactured within specifications. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was later exchanged for a same size, spherical lens, and the problem was resolved. Lasek was then performed for astigmatism. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).